Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were sent for review and the patient with ongoing unequal battery drainage, reporting that the black cable drained the batteries faster than the white cable. The event log files captured a couple instances where battery life went from a fully charged state to a value of half charged when using the battery power. The patient received new battery clips and batteries in (B)(6) 2023, but although it was reported resolved in (B)(6) 2023, information was provided in this event that the issue was not resolved. The system controller was to be exchanged.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of the batteries draining faster on the black power cable was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) and a log file was submitted (20240124_111829) and downloaded (d2021457) for review that showed overlapping events spanning approximately 3 days (22jan2024 ¿ 24jan2024, 01jan2000 per timestamp). There were no notable events or alarms active in the log file that would indicate an issue with the system controller. The returned system controller was functionally tested and passed testing. The system controller was connected to a mock loop and was able to support pump function for an extended duration without any issues or alarms activating. Multiple good faith efforts were sent asking if the cause of the alarms was identified, if any equipment was exchanged, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 25may2022. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.